Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified mid-left anterior descending artery. A 2.5mm x 10mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon inflating the balloon at high pressure, it was noted that the balloon ruptured. The device was withdrawn, and the procedure was continued with an alternative strategy. There were no patient complications.